Event description:
Hospitalized for high blood sugar levels. It was indicated that the md took pt off the pump. At the time of the call, the customer needed assistance with setting the correct basal rates on pump. It was reported that the customer was experiencing high blood glucose and treated high blood glucose with a manual injection. Additionally, the customer wanted assistance with changing maximum bolus to twenty-five units.